Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis and fever in a patient coincident with peritoneal dialysis ( pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy solution, and fever. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. On an unknown date, the patient began remedial therapy with cefazolin (1gm twice daily, route not reported) and vancomycin (80 mg per day, route not reported). Dianeal pd4 ultrabag therapy was ongoing. It was not reported whether remedial therapy was ongoing. The peritonitis was ongoing and improved. It was not reported whether the fever resolved. The reporting nurse stated that the peritonitis was not related to dianeal pd4 ultrabag therapy, but was because of changes in the caregiver.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.